Event description:
Reporter indicated that a vns patient underwent surgery due to a shocking sensation during vns stimulation on times. The patient did not recall any specific injury with the onset of the pain, but the "patient had been struck in the chest twice in the last few months" and there was "evidence of bruising in the area of the implant". Device diagnostic tests were within normal limits, indicating proper device function. During surgery, it was found that the generator had migrated slightly and had flipped sideways and was not "flat in the chest pocket." There was a suture securing the generator, but the surgeon repositioned and resutured the device in place. The surgeon believed the migration was due to the recent trauma and that the pain is psycho-somatic. Pre-operative x-rays were reviewed by MFR, and no cause for the reported event was seen. It was noted that the strain relief and tie-downs were not placed according to recommendations in labeling.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.